Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and fallopian tube abscess ('48 mm abscess in the right adnexal area') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced complication of device insertion ("first essure implant in right tube unsuccessful, second essure placed in that tube"). On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required) with abdominal pain lower and fallopian tube abscess (seriousness criteria hospitalization and intervention required). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (abscess drainage and laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, fallopian tube abscess and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, fallopian tube abscess and pelvic inflammatory disease to be related to essure. The reporter commented: essure implantation procedure on (B)(6) 2017, the first essure implant in the right tube was apparently unsuccessful, so the surgeon implanted a second essure in the same tube. The claimant went to the emergency room due to hypogastric pain on (B)(6) 2017. Since the pain persisted, she returned to the emergency room on (B)(6) 2017. She had an ultrasound and was diagnosed with a mild pelvic inflammatory disease. Since there was no improvement, on (B)(6) 2017 she decided to go to a private centre and had an ultrasound that showed a 48 mm abscess in the right adnexal area, which was caused by the essures inserted in the right fallopian tube. With this diagnostic test, she returned to the gynecology department, where she was finally diagnosed with ¿possible inflammatory process caused by insertion of an essure in the right tube¿ and a ¿surgical laparoscopy: bilateral salpingectomy, essure removal, abscess drainage and removal of adhesions¿ was programmed. On (B)(6) 2017, she returned to the emergency room because the pain persisted. It was decided to perform a ¿definitive sterilisation". Essure was removed by laparoscopic bilateral salpingectomy on (B)(6) 2017. She had been recovering from the surgery until (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: mild pelvic inflammatory disease; on (B)(6) 2017: 48 mm abscess in the right adnexal area. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and fallopian tube abscess ('48 mm abscess in the right adnexal area') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced complication of device insertion ("first essure implant in right tube unsuccessful, second essure placed in that tube"). On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required) with abdominal pain lower and fallopian tube abscess (seriousness criteria hospitalization and intervention required). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (abscess drainage and laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, fallopian tube abscess and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, fallopian tube abscess and pelvic inflammatory disease to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure implantation procedure on (B)(6) 2017, the first essure implant in the right tube was apparently unsuccessful, so the surgeon implanted a second essure in the same tube. The claimant went to the emergency room due to hypogastric pain on (B)(6) 2017. Since the pain persisted, she returned to the emergency room on (B)(6) 2017. She had an ultrasound and was diagnosed with a mild pelvic inflammatory disease. Since there was no improvement, on (B)(6) 2017 she decided to go to a private centre and had an ultrasound that showed a 48 mm abscess in the right adnexal area, which was caused by the essures inserted in the right fallopian tube. With this diagnostic test, she returned to the gynecology department, where she was finally diagnosed with ¿possible inflammatory process caused by insertion of an essure in the right tube¿ and a ¿surgical laparoscopy: bilateral salpingectomy, essure removal, abscess drainage and removal of adhesions¿ was programmed. On (B)(6) 2017, she returned to the emergency room because the pain persisted. It was decided to perform a ¿definitive sterilisation". Essure was removed by laparoscopic bilateral salpingectomy on (B)(6) 2017. She had been recovering from the surgery until (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: mild pelvic inflammatory disease; on (B)(6) 2017: 48 mm abscess in the right adnexal area. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.